Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their insulin pump had the critical block and inverse critical block did not add to zero. The customer¿s blood glucose level was unknown. The customer was advised the pump should be replaced on the second occurrence. The insulin pump will not be returned for analysis.